Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedances on the s-ICD electrode. Technical services (ts) recommended lead integrity testing and x-rays. No adverse patient effects were reported. The device remains implanted and in service.